Event description:
It was reported that during testing, the ventilator turbine did not rotate with an audible alarm. The ventilator was not connected to the patient when the reported problem occurred.